Event description:
Ous MDR - during the implantation, the lead was used to apex the rv and connected the pacemaker. On (B)(6) 2014, the rv lead dislodged, which was confirmed via x-ray. The next day, the physician tried to revise the lead, but there appeared to be tissue or blood stuck in the helix. The impedance was over1500 ohms. There were no adverse patient effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis as well as the electrical analysis were within specification. The analysis did not reveal any sign of a material or manufacturing problem.